Manufacturer narrative:
(B)(4). Carefusion evaluation of the device is in progress but has not yet been completed.

Event description:
The customer reported that during testing the ventilator was not cycling. No patient involvement.

Manufacturer narrative:
The carefusion factory service technician evaluated the device and confirmed the customer reported complaint. The unit inop due to a tear on the diaphragm. Also had multiple cracks on the pressure compartment. Replaced the pressure compartment and performed overhaul and testing. The unit meets service specifications.